Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a communication error with no picture while using the camera head and cv model device. The issue occurred during preparation for use or after the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via d4 and directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. D4: unique identifier (UDI) number: updated.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found, during the device evaluation: faded rear cover. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a cable failure. The event can be prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.